Manufacturer narrative:
(B)(4). The customer returned one epidural catheter, one flat filter, and one snaplock adapter for investigation. A visual exam was performed and it was observed that the catheter appeared typical, but used, as adhesive residue was seen on the catheter body exterior. Both the distal and proximal ends appeared typical and no pieces were missing. It was noticed that the filter was used as the white filter inside the plastic body was discolored and residue was seen in the female luer of the filter. No issues were found with the snaplock adapter. Functional testing was also performed and no issues were observed. A device history record (DHR) review was performed on the epidural catheter and snaplock adapter with no relevant findings. The reported complaint of the snaplock adapter was disconnected from the catheter could not be confirmed through functional testing of the returned snaplock adapter. The snaplock adapter was secured to the epidural catheter and passed the functional tests performed including a spontaneous partial opening (spo) test. A DHR review was performed on the snaplock adapter and epidural catheter with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned sample.

Event description:
The customer alleges that the catheter detached from the patient. A new catheter was inserted.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the catheter detached from the patient. A new catheter was inserted.